Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 500 mg/dl with high ketones. School nurse monitored customer until she was picked up from school. Elevated bg was address by correction injection via manual injection. Customer changed supplies to address the issue.